Manufacturer narrative:
It was reported on 31 aug 2016 that the subject device was explanted on (B)(6) 2016 and it will not be available for analysis.

Event description:
It was reported on (B)(6) 2016 that the residual longevity estimate provided by the programmer was overestimated while the device usage and programming remained largely consistent. On (B)(6) 2015, the battery impedance was 4.97ko and the time to eri was 24 months; whereas on (B)(6) 2016, battery the impedance was 8.85ko and the time to eri was <3 months. On (B)(6) 2016, the device interrogation revealed that the device reached the rrt point with a magnet rate of 73ppm and battery impedance value around 16ko.

Event description:
It was reported on (B)(6) 2016 that the residual longevity estimate provided by the programmer was overestimated while the device usage and programming remained largely consistent. On (B)(6) 2015, the battery impedance was 4.97ko and the time to eri was 24 months; whereas on (B)(6) 2016, battery the impedance was 8.85ko and the time to eri was <3 months. On (B)(6) 2016, the device interrogation revealed that the device the rrt point with a magnet rate of 73ppm.